Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe the rubber stopper separates from the plunger.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 20ls with open blister lot 1808273 and 1 picture for investigation. Upon visual inspection of the sample and picture received it can be observed the stopper resulted disassembled from plunger during use. DHR of lot 1808273 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced due to a mechanical failure in assembly station during assembly process. Stopper can result wrong assembled if assembly wheels for plunger-stopper assembly are not correctly aligned or if stopper is not correctly located previously to assembly to the plunger rod. Since no incidence has been found during manufacturing process of this lot it cannot be determined which of two options happened. The stopper resulted disassembled from plunger during use. In the assembly station, there is a detector which detects stoppers wrong assembled and rejects the syringes with this defect to scrap. According to inspection plan procedure jg-500, (B)(4) are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. 2.functional inspection -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. -primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a mechanical failure in assembly station. On the other hand based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely bases on detector control and no quality notifications related with this defect happened during manufacturing of reported batch.

Event description:
It was reported that during use of the bd plastipak¿ syringe the rubber stopper separates from the plunger.